Event description:
It was reported metal shavings from a 4.0 resector were left inside a patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.